Event description:
During a cardiopulmonary bypass procedure, the pump system gave an air detected alarm when no air was present. Replacement of the air sensor cable restored the device to specified function. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.